Event description:
It was reported to boston scientific corporation that an obtryx mesh sling sys was implanted in 2006. During a routine follow up visit that occurred approx three months later, mesh erosion was noted. The physician decided to excise the mesh completely to eliminate the risk of bacteraemia. No further info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007 15-month mid uretheral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.